Event description:
Vectra genisys neuromuscular stimulator was being used on patient. The patient initially felt a normal wave pattern on the left side but nothing on the right. The sensation then went away completely, but returned on the right side. He said his side felt like he had been hit by lightning. The shock came just on the right side between the electrodes. The patient yelled out and said the shock was intense enough to make him jump up. Physical therapy assistant shut it off immediately and asked physical therapist to come to see the pt. Patient was given juice and crackers. Pt went to check with patient after the event. He was in a panic and stated that he felt a shock and was worried about his heart and physical reaction to follow. Assured patient we were medically trained to take care of his needs, had an AED and would call for any supportive help if needed. Biomed tested the stimulator and accessories. A set of stimulator wires that attach the device to the electrodes was found to have an intermittent connection near the plug. It is very possible that the intensity to the generator was turned up because the patient didn't feel anything when the wires were not conducting. When the wires were flexed and conducting, the intensity knob could have been set much higher than what the patient needed, causing "shock-like" feeling. The bad lead set was disposed of and a new set is being ordered. Informed pt supervisor of findings.